Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.

Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Medical records and imaging were provided and reviewed by a clinical representative with the following impression: the patient's health status, history and angulated aorta, might have contributed to this complication due to disease progression. The estimated aortic neck diameter appeared to be less than 18mm, which might have been an off-label use, according to the sizing recommendations. It is possible that the stent graft material might have been inadvertently damaged during the ima coiling procedure, as reported; however, this cannot be conclusively determined. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units were consumed and no other units were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling.

Event description:
It was reported that approximately 29 months post-implant of a bifurcated device, an infrarenal aortic extension, and two limb extensions, an endoleak from the bifurcated device was identified. Reportedly, the patient underwent initial implant procedure with successful result, and routine follow up visits showed aneurysm sealing. Approximately 28 months after the initial procedure, the patient underwent coiling of the inferior mesenteric artery (ima), due to an endoleak type ii, with good result. One month follow up computed tomography scan showed an endoleak, from the bifurcated device. The physician believes that during the procedure to coil the ima a guide wire might have damaged the stent graft, and caused the endoleak; since prior cts do not show the presence of an endoleak from the device. The patient was brought back and an additional bifurcated device and an additional infrarenal extension were implanted to reline the devices. Seal was obtained and the patient is doing well.